Event description:
It was reported that approximately 8 days post lens implantation the lens was explanted due to opacification. Reportedly, patient has satisfactory vision after explant. This report pertains to the patients right eye. The reporter indicated there was no solution in the lens vial. Additional information has been requested, but no new information has been provided.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.